Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced low blood glucose level. The customer¿s blood glucose level was 30 mg/dl at the time of the incident. Customer was treated with gel glucose. Customer had alleged that the insulin pump was over delivering because the customer was getting many low blood glucose value in past 2 months. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The reservoir will not be returned for analysis.